Event description:
The customer reported leak at the wbc bath of the ac t diff f instrument. The customer stated the wbc bath was not draining and it overflowed. The customer stated the background value failed on start up and found the wbc bath was not draining properly. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses. The material safety data sheet (msds) was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that pinch valve lv14 was not draining the wbc bath. The fse replaced pinch valve lv14 and also replaced the tubing through the valve. The repairs were verified per established procedures. Root cause for the leak is attributed to the pinch valve lv14 not working properly. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory.

Manufacturer narrative:
(B)(4).